Manufacturer narrative:
Product analysis: the complaint was confirmed. The lower display was not displaying some lines. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken screen. The epg was returned for service. No patient complications have been reported as a result of this event.